Event description:
It was reported that the customer was hospitalized due to high blood glucose. Blood glucose value at the time of the admission was 29 mmol/l, current value is 18 mmol/l; customer treated with insulin pens. It was stated that the customer had unexplainable high blood glucose for three days. It was stated that the insulin pump had not alarmed for anything. Customer took 40 extra units of insulin one day and did not have an effect. Customer changed the infusion set multiple times a day; inserts into abdomen and rotates site. Customer was tested at the hospital and there were no signs of infection. Customer was wearing the insulin pump prior to and during hospitalization. It was stated the drive support cap is recessed. No insulin leak found. Time, date, basal rates and bolus wizard are set up correctly. The high pressure test was not performed as the customer did not have a tubing clamp. Customer felt unsafe wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Device was received with scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.